Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The probable cause could not be determined. No injury or medical intervention was reported.